Event description:
Pt underwent posterior fusion l4-s1 on 12/17/92. During her surgery a dural tear occurred at l4 on the left and was repaired. On 6/29/94 due to failed spinal fusion pt underwent an anterior fusion l4 to s1 and a posterior fusion l4 to s1. One broken screw was removed from s1.